Event description:
It was reported that the patient experienced a replacement of all artificial urinary sphincter (aus) device components due to a hole in the cuff. A patient outcome was not reported.